Event description:
Customer reported that he had allergic reaction and infection from his sensor cannula. Customer stated that he has pus, itching really bad, open wound and take a lot of time to heal. Caller stated that his doctor advised him to stop using the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.